Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and granuloma.

Event description:
Healthcare professional reported right side implant rupture, diagnosed by ultrasound; tender breast; swollen with tenderness; palpable axillary nodes; right axilla suggestive of silicon granuloma which is suggestive of an extracapsular leak. The status of the device is unknown.